Manufacturer narrative:
This report is submitted on january 30, 2017, by cochlear limited on behalf of cochlear americas. Exemption number e2016011.

Event description:
Per the clinic, the electrode array was found to be folded over in the cochlea, resulting in a lack of clinical benefit. Subsequently, the device was explanted on (B)(6) 2017. Reimplantation was not possible due to the patient's anatomy.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017. The patient was not able to be reimplanted due to their anatomy. This report is submitted february 15, 2017.

Manufacturer narrative:
This report is filed on march 07, 2017.